Event description:
It was reported that the right atrial lead exhibited oversensing. The device was reprogrammed which resolved the issue. No patient symptoms were reported.

Manufacturer narrative:
.